Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that during pre-use check, the device failed pressure transducer test. Further inspection revealed that the liquid marks could be seen inside the ventilator, on printed circuit boards (pcb). Identification of issue has been done by analyzing problem description, service report, device's logs and attached photo. There was no patient harm. The technician identified affected boards: monitoring pcb, control pcb and expiratory channel pcb. The device was tested by the hospital's technical unit and put back into use. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. The evaluation of provided logs revealed occurrence of the pressure transducer test and gas supply test failures. This may be a consequence of contaminated printed circuit boards. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the ventilator's expiratory channel printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).